Event description:
The customer reported that the touch screen is unresponsive. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned touch screen shows that the customer reported problem was verified. Physical damaged resulted in the 2" scratches on the screen. No further testing was performed.